Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returne.d

Event description:
It was reported that the pump could not be charged past 80% despite the attempt of multiple usb cables, wall adapters and power sources. Review of the pump data logs by tandem technical support showed the pump did not charge past 80% despite being connected to a power source for approximately an hour. The customer's blood glucose level was not impacted. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.